Manufacturer narrative:
(B)(4). Batch # = m90h7x . The analysis results found that the d5lt device was returned in good condition. Upon inspection the sleeve was found to be completely disassembled. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. Due to the condition of the device, no further functional testing was performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify what portion of the trocar broke during penetration? Was it the obturator that broke? Or was it the sleeve (cannula) that broke? Or was it another portion of the trocar that broke? Did any pieces break off of the trocars? If yes, did those pieces fall into the patient? Were the pieces retrieved? Will the pieces be returning with the rest of the devices for analysis? Or were the pieces discarded?

Event description:
It was reported that during an unknown procedure, trocar was broken during penetration. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.